Event description:
A surgeon reported an unexpected refractive outcome for a pt following an intraocular lens (iol) implant procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing. The product was not returned and not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).